Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2012. The reason for revision was reported patient pain. During the revision, the original acetabular insert, femoral head and stem were removed and replaced with new components.